Event description:
It was reported that a spectrum iq infusion pump had an issue of failed flow rate during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation had the flowline run a flow test at a delivery rate of 40 ml/hr at a vtbi of 40 for a one hour run time. The delivered amount was 41.562 and the error percentage was at 3.905% which is within device specifications. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h6: type of investigation. Additional information h1: a review of the even history log was performed for the last days of customer use as no event date was provided. This revealed an infusion programmed at a rate of 100 ml/hr and a vtbi of 50 ml, the pump alarmed "upstream occlusion!" "Downstream occlusion!" And "air-in-line!" Once each throughout the infusion. The user updated the parameters to a rate of 40 ml/hr and a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum installation and maintenance manual. The infusion ran to completion without further interruption or alarms occurring. The program was cleared and a second infusion was programmed at a rate of 100 ml/hr and a vtbi of 50 ml, but then the user updated the parameters to a rate to 40 ml/hr and the vtbi to 20 ml. The infusion ran to completion again without interruption or alarms occurring. Review of the log does not provide any conclusions to support or refute the customer reported issue. Should additional relevant information become available, a supplemental report will be submitted.